Event description:
An endurant iis stent graft was intended to be implanted during an endovascular procedure for the treatment of a 56mm abdominal aortic aneurysm. The patient had bilateral iliac stents in place that were implanted on an earlier date. It was reported during the index procedure an 18f sheath was advanced through the patients right cfa, external iliac and common iliac. After the non mdt sheath was in place the 23mm endurant iis main body was advanced and delivered however the endurant graft did not open fully. The graft was explanted as a result and an open repair completed. As per the physician it was determined that either the sheath or the device dislodged the iliac stent and when the stent was advanced into the aorta it causing the endurant graft to not open fully.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported stent graft expansion issue was confirmed on the films received; however, the cause of the event could not be fully determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Complete procedural angiograms videos for a detailed evaluation of the device deployment and stent graft in-vivo configuration were not provided and only single imaging view point (a-p) was observed. It is possible that the interaction between the sheath and/or delivery system with the previously implanted iliac stent while advancing through the artery maybe have contributed to the reported event, but this could not be confirmed on the still images returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One still image was received for analysis. Image depicts a dislodged stent, a detached endurant taper tip and an explanted endurant graft. The dislodged stent appears to be deformed, however this cannot be confirmed as the stent is obscured by biological tissue. A kink is visible to the taper tip shaft distal to the detachment site. No deformation is visible to the graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.